Event description:
It was reported that the patient presented for lead extraction due to noise exhibited by the right atrial lead. The noise resulted in inappropriate auto mode switch episodes. The noise was reproducible with arm movement. It was also noted that there was varying p-wave amplitudes. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.